Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The other proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional coronary balloon pump procedure. Reportedly, a suture break occurred. A second proglide device was used and there was no bleedback through the marker port. A third proglide package was opened and the suture was outside device and was not used on the patient. Hemostasis was achieved with a fourth proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to achieve arterial blood marking is confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of failure to achieve arterial blood marking reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.